Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 22-oct-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-11, information was received from a manufacturer's representative (rep) regarding an external neurostimulator. The reason for call was caller reported the patient had a 977c265 implanted with 2 extensions, with a laminotomy, for a "open lead trial" on (B)(6). Caller stated the patient was doing great with the trial, has had surgical pain since implant but since last night, the patient has had unbearable mid back pain where the incision site. Caller mentioned the patient is currently in the ER and they are asking the caller about eligibility for x-rays, CT scans, and mris. Agent reviewed information and redirected to healthcare provider. 2026-mar-12: additional information was received from the manufacturer representative (rep). The serial number of the lead was reported. The hcp believes the cause of the patient's unbearable mid back pain was an infection that is causing pain near the surgical site. The hcp did exploratory surgery today and reopened the pocket site and spinal paddle lead surgical site, and he believes both were infected. The hcp performed a full system explant, including the lead and both extensions. The patient underwent wound irrigation and sent cultures to lab for infection analysis. The issue was resolved at this time. The patient was in stable recovery, and they were waiting lab results to determine if the infection was confirmed.